Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station et7th1 screen turned black and, after the device was restarted, displayed an error message as "password required".the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the screen turned black and displayed a password required message on restart after multiple reboots attempts due to hard drive failure. A field service engineer replaced the hard drive, set up the system, and performed a full data sync. The system functioned as intended after the field service engineer repaired the device.